Manufacturer narrative:
Follow-up #1: device evaluation: the meter and pump has been returned and evaluated by product analysis on 04/07/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged cap issue was not verified. Review of black box data did not find any power disruption related events. The total daily delivery on the available date range added up correctly and reflected the user¿s programmed basal rate. No damages were found with the return cartridge or battery cap. Related to the complaint, the battery compartment was found to have cracked at the case seal below the grip pad. The returned battery cap was able to secure properly and maintain electrical contacts. The pump powered up properly with auditory and vibratory features. No tactile issues were found with the buttons. The pump delivery accuracy was within specifications. Unrelated to the complaint, the display was found to be dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 500 mg/dl with symptom of dehydration. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Reportedly, the battery compartment was damaged and the cap was loose. No moisture or corrosion was noted in the pump. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged damaged casing issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.